Event description:
The customer reported that a ventilator is giving a blower temperature high error code (1122). The device was not being used for medical treatment at the time of the reported event; no further details were provided regarding the event. No patient or user harm was reported. The customer stated that the unit was giving error code 1122. The customer was able to duplicate the error. It was reported that both filters were replaced and that the fan was operational. The remote support engineer (rse) informed the customer that manufacturer's recommendation is to replace the blower assembly. The customer was provided with the part number of the blower assembly as requested.

Manufacturer narrative:
It was reported that the blower assembly was replaced, and the unit was in working order and returned to service.